Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "primary rn of pt was at the bedside when she noticed a puddle on the floor. The IV tubing connected to the pt was assessed and it was noted that blood was backing up into the tubing. While continuing to assess and handle the tubing, it was noted that the tubing itself was dripping onto the floor from approx 24 inches below the pump, not from the connection site. The pt's blood had backed up to this point and was also dripping onto the floor." There was no patient harm.

Manufacturer narrative:
The customer¿s report of blood backing up into the tubing and leaking was not confirmed. Visual inspection of the set showed that the male luer collar was damaged. No other anomalies were observed. Functional and pressure testing resulted in no leaking. The root cause of the customer's report could not be determined because no fluid back up or leaks were replicated.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "primary rn of pt was at the bedside when she noticed a puddle on the floor. The IV tubing connected to the pt was assessed and it was noted that blood was backing up into the tubing. While continuing to assess and handle the tubing, it was noted that the tubing itself was dripping onto the floor from approx 24 inches below the pump, not from the connection site. The pt's blood had backed up to this point and was also dripping onto the floor." There was no patient harm.